Event description:
It was reported that the patient's bone was very hard and instrument gave in after a long wear and tear. Sales rep had reported that the driver was bent. However, receipt of the complaint sample found its distal tip to have broken off from the instrument.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination confirmed that there was a fracture located at the distal portion of the hex lobe feature. The second half of the hex tip was not provided for further evaluation. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, scanning electron microscopy analysis acknowledged an evident torsional overload. This suggests that the driver underwent a quasi-static shear failure starting at the hex lobe tip and extended to the center of the shaft where a full failure/breakage took place, presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.